Event description:
It was reported the patient received the following results within 15 minutes: 51 mg/dl (patient's meter) and 324 mg/dl (hospital's meter). The patient experienced hyperglycemia. The patient was treated with an unknown insulin dose at the hospital. The patient was in the hospital for 8 hours. Prior to the hospital visit, the patient had something sweet at an unknown time. It is unknown when the patient tested on their blood glucose monitor prior to the hospital visit.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.